Event description:
It was reported that during a percutaneous coronary interventional procedure, the catheter shaft broke. The lesion being treated was located in the proximal left anterior descending artery (lad). The lesion length was 28mm, and the diameter of the vessel was 2.7. The indication for the procedure was an acute myocardial infarction (ami). The 2.75 x 28mm taxus libertã© drug-eluting stent delivery system was being advanced when the catheter shaft broke. The catheter shaft was removed, and no patient complications were reported. The procedure was completed with another of the same devices. Patient status was reported as 'stable.'

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was returned in two sections to the complaint investigation site (cis) for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 84 cm distal to the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. The device was returned without the product mandrel and balloon/stent protector, indicating the device had been prepped for use. Solidified contrast media was present inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A device history records review showed no anomalies related to the complaint. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.